Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was difficulty disconnecting the luer transfer set from the yume-set due to broken female connector. The female connector seemed to be broken because it rotated while it was being disconnected to the yume-set. This event occurred after therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with a minicap; an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The reported condition was verified. The cause of the reported condition was determined to be a loose chip (separation of main body and twist clamp from female connector) which was identified during visual inspection. An assignable cause of the loose chip could not be determined. Should additional relevant information become available, a supplemental report will be submitted.